Event description:
(B)(6) clinical study. Same case as 2134265-2013-02173. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and restenosis. The target lesion was a de-novo lesion located in the distal right coronary artery (rca) with 80% stenosis and was 19 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct stent placement using a 3.50 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest pain associated with dyspnea and lightheadedness. The patient had an abnormal pet scan and abnormal functional test. Cardiac catheterization was recommended. At the time of event the patient was taking aspirin and study drug per protocol. The study drug was discontinued. The patient was not hospitalized. The 95% in-stent restenosis of the unknown taxus stent in mid rca was treated with balloon angioplasty and placement of a 3.50 x 33 mm non bsc stent with 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Patent identifier: (B)(6). Device is a combination product. The device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).